Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record found no significant anomalies. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Clinic reported injecting a patient with juvéderm voluma with lidocaine in the chin (c6). Patient developed lumps in the chin. Patient was treated with anti inflammatory drugs. After a week of treatment, the lump has not improved. Symptoms are ongoing and the patient will be treated with degrading enzymes.